Event description:
It was reported that the pt was implanted in (B)(6) 2003. The fmt was placed on the incus. In (B)(6), she ordered a newer model of audio processor. The functional gain was not satisfactory. Another audio processor was tried, but the pt still complained about no perception or amplification. An rtf test was carried out, which was negative.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.